Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2000 and mesh was used. The patient underwent surgery on (B)(6) 2002 for removal of the mesh. During this procedure a different mesh and a sparc sling was placed into the patient. The patient has developed erosion, dyspareunia, formation of scar tissue, and neurologic compromise to her structures and tissues which required additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pressure and frequent urination since 1998 and a mesh was implanted. It was further reported that on (B)(6) 2002 the patient underwent a cysto-urethroscopy, excision of mesh, and lysis of adhesions, transvaginal excision of sling, repair of vesico-vaginal sling canal, and repair of bladder perforation due to transvaginal sling erosion and infection. Outcomes reported as pain, erosion, infection urinary problems, fistulae, recurrence, bleeding, and dyspareunia. (B)(4) -urinary problems; undefined recurrence.

Manufacturer narrative:
It was reported that patient underwent suburethral sling via prolene tape/sparc and cystourethroscopy on (B)(6) 2002 the preoperative diagnosis is genuine stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01176. The same patient is represented in each medwatch.